Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What was the name of the procedure? Where was the hernia located? What type of hernia was being repaired? Can you confirm the prolene suture was used to close the hernia defect? What type of mesh was used over the defect? Was there any precipitating stress factor for the event? Can you describe the appearance of the prolene suture during the second procedure? Was the suture broken? What was used to complete the second procedure? What is the surgeon opinion of the relationship of the prolene suture to the event? What are the patient age, gender, weight, prior medical/ surgical history? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a ventral hernia repair / eventrorrafia on (B)(6) 2018 and the suture was used continuous to close the defect, after the resection of the redundant sac and ring was dissected and until healthy fascia was found. The patient is recovered and discharged on (B)(6) 2018. The next day the patient returned because of severe pain and nausea. Abdominal ultrasound performed. The patient was evaluated and admitted for re-operation, which was done on (B)(6) 2018. It was reported that on the left flank the suture was sectioned. Additional information has been requested.